Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was high. The customer¿s blood glucose level was unknown at the time of the incident. The customer¿s current blood glucose level was 248 mg/dl. The customer reported that they were having a lot of problems getting through the infusion set. The insulin was leaking and was having a lot of highs. The customer thinks the pump was under delivering and was getting insulin leaked out but doesn't know from where. The customer had excessive headaches, sweating profusely and vision was blurry. The customer reported that they do not feel okay to troubleshoot. The customer did not have a tubing clamp. The customer will call back after receiving it. The insulin pump will not be returned for analysis.